Manufacturer narrative:
Device power up properly after battery installation. No blank display or frozen screen noted. Unit was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had the display was frozen. The customer¿s blood glucose level unknown. Advice the pump will need to be replaced. Advice to revert to back up plan per health care professional instructions until replacement arrives. The insulin pump will be returned for analysis.